Event description:
Four days following a coronary drug eluting stenting treatment procedure a subacute stent thrombosis occurred. In 2005 an unknown size taxus express2 drug eluting stent was placed in the left anterior descending artery (lad). The pt later developed a gastrointestinal bleed; therefore, the plavix was discontinued. Four days the pt presented emergency with chest pain. The pt was transferred to the cardiac catheterization lab where the right femoral artery was accessed. Angiography revealed a 100% thrombus occlusion which the physician attributed "most likely due to lack of meds from g.I. Bleed." A 3.5 x 15 mm cordis nc raptor balloon was advanced. The pt experienced a cardiac arrest and had ventricular fibrillation. An angiomax was given and a nitroglycerine (nitro) drip was started. The pt was shocked 2 times at 360 joules. The pt was then manually ventilated for 5 minutes when the pt's rhythm returned to a normal sinus rhythm with st elevations. The pt then began breathing on pt's own. The nitro drip was stopped and diprivan was given. The balloon was inflated to 8 atms for 13 seconds and then removed. A semi-elective intubation was performed due to cardiogenic shock. Dopamine was started. A 2.5 x 20 mm maverick balloon was advanced across the mid lad and then inflated to 8 atms for 13 seconds. The maverick balloon was removed and replaced with a 3.5 nc raptor balloon. It was inflated the first time to 14 atms for 15 seconds and was reinflated to 14 atms for 10 seconds and then removed. Integrillin and vercouronium were both give. The diprivan was stopped and an angiojet catheter was inserted. It made multiple passes through the area. A taxus express2 2.5 x 24 otw drug eluting stent crossed the target area and was deployed at 11 atms for 40 seconds. A 2.5 x 20 mm maverick balloon was advanced and inflated to 7 atms for 45 secondss. The stent delivery system, guide wire and guide catheter were all removed. An intra aortic balloon pump was placed and started at 1:1 ratio. The pt is reported to be doing fine.